Manufacturer narrative:
H3: only a portion (proximal end) of the inner assembly was returned, placed in a small resealable bag within a small plastic sleeve. Upon receipt, black residue was observed at the distal end of the hub, bushing, and shaft. The shaft was broken 0.69 inches from the distal end of the hub to the broken point. Deformation of the distal end (outside diameter) of the inner hub was also observed. The distal outside diameter of the inner hub shall measure 0.330 ± 0.002 inches; however, measurements in the deformed area were as high as 0.353 inches, which was out of specification. Functional testing could not be performed due to the damaged and incomplete condition of the device upon return. H6: fdm b17, fdr c20, img g04041, and fdc d16 codes no longer applicable. Based on analysis received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting criterion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a procedure the parts of the blade stuck in the m5 handpiece. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.